Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID addrl1 implantable pulse generator (ipg) implanted: 2012-(B)(6), product ID 5076-52 implantable pacing lead implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient had recurrent (B)(6) bacterium consistent with pacemaker endocarditis. The device and leads were explanted. No further patient complications have been reported as a result of this event.